Manufacturer narrative:
Conclusion: there is no documentation in the complaint file supporting a possible association between the liberty cycler, the cassette the event of peritonitis. Additionally, there is no allegation against fresenius products in relation to these adverse events. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed. This peritoneal dialysis (pd) had initially been admitted to the hospital from (B)(6)2017 through (B)(6)2017 with a diagnoses of peritonitis (hospital course was unknown). The patient was discharged to a rehabilitation facility on (B)(6)2017 and the patient continued ccpd therapy using the liberty cycler.

Manufacturer narrative:
Conclusion: there is no documentation in the complaint file supporting a possible association between the liberty cycler, the cassette the event of peritonitis. Additionally, there is no allegation against fresenius products in relation to these adverse events. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed. This peritoneal dialysis (pd) had initially been admitted to the hospital from (B)(6) 2017 with a diagnoses of peritonitis (hospital course was unknown). The patient was discharged to a rehabilitation facility on (B)(6) 2017 and the patient continued ccpd therapy using the liberty cycler.